Event description:
It was reported that the ilet was not receiving glucose readings from a paired dexcom g7, with pairing reported as failed and the responsible device not identified; the caller was guided to reenter the code to restore communication, consistent with an intermittent communication failure involving the device¿s electrical/magnetic components and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the device¿s electrical/magnetic components and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.